Manufacturer narrative:
The technician replaced the four worn brake casters to repair the stretcher.

Event description:
Info received indicates the stretcher has no brakes when engaging from the head or foot end pedals.